Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device was leaking an oily fluid substance. This was noticed after a surgical procedure was being cleaned. The sales rep stated that the dr places mineral oil onto the blade when using it for a procedure. There was pt involvement since the device was used for a surgical procedure, but there were no reports of any adverse consequences, no medical intervention or procedural delays.